Event description:
--

Event description:
Boston scientific received information that an alert was triggered due to high out of range pacing impedances. No adverse patient effects were reported. The device was programmed to left ventricular pacing only thus no change has been made to this device.

Manufacturer narrative:
Additional information was received which noted that the right ventricular pacing impedances had risen gradually until they were out of range since last year. It was also noted that the pacing thresholds had increased while all other measurements appear to be within normal range. The physician requested technical services to evaluate the daily out of range measurements. It was noted that a lead fracture or insulation issue was not evident. At this time the system remains implanted. Technical services discussed possible indications when it comes to the observed clinical observations. Technical services noted that in light of the available data, a situation in which the progressive change of the lead condition/interface would explain the increase in pace impedance and pacing threshold, although this was not confirmed as the system remains implanted. It was noted that this patient will have a follow up to determine the next steps after checking the pacing impedances.

Manufacturer narrative:
Additional information provided noted that a right ventricular lead revision took place. The pace/sense of the lead was surgically abandoned and a new competitor lead was implanted. The electrical parameters of the new lead were good. Defibrillation testing was performed and were also successful. No further information was provided.

Event description:
--

Manufacturer narrative:
At this time no follow up has taken place, should additional information become available this investigation will be updated.

Manufacturer narrative:
Should additional information become available this investigation will be updated.